Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A88187-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervicitis, dyspareunia and adhesions nos postoperative. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("back pain"), pain in extremity ("leg pain"), breast engorgement ("breast engorgement") and breast pain ("breast pain") and was found to have blood prolactin increased ("elevated prolactin level"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, back pain, pain in extremity, blood prolactin increased, breast engorgement and breast pain outcome was unknown. The reporter considered back pain, blood prolactin increased, breast engorgement, breast pain, dyspareunia, pain in extremity and pelvic pain to be related to essure. Lot number a88187 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Reporter information added. Events: back pain, leg pain, elevated prolactin level, breast engorgement, breast pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A88187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervicitis, dyspareunia and adhesions nos postoperative. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A88187-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervicitis, dyspareunia and adhesions nos postoperative. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Lot number a88187 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc(product technical complaint). On 7-jan-2021: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.